Event description:
It was reported that when the intra-aortic balloon (iab) catheter was placed into the patient and connected to the machine, the machine show a failure a helium loss alarm. As a result, the iab was removed from the patient, and another iab was not needed. There was no report of delay in therapy. There was no report of patient complication or serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is not confirmed. The returned iab passed the pump test with no alarms. Although, the root cause of the complaint is undetermined the returned device passed visual and functional test specifications. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) catheter was placed into the patient and connected to the machine, the machine show a failure a helium loss alarm. As a result, the iab was removed from the patient, and another iab was not needed. There was no report of delay in therapy. There was no report of patient complication or serious injury or death.